Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the complaint of difficulty charging the ipg has been confirmed. Upon receiving, the ipg would not be charged nor linked even after several charging attempts. Internal inspection and analysis found that u2 asic was generating excessive heat (36.2 celsius), and sleep current was excessive (47.85 ma) due to low vh impedance (92 ohms). Since the internal battery was depleted (1.69 v), the patient data was captured using an external power source. The data indicated the device battery plunged at once, and no more data was logged ever since. Exposing the ipg to sources of high voltage transients can cause this type of failure. It was reported that electrocautery was used during the lead revision. The use of electrocautery resulted in the damaged asic and it caused the reported complaint.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The physician suspected device malfunction.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The physician suspected device malfunction.